Event description:
It was reported that following the all in one procedure in which the spinal cord stimulator (scs) system was implanted, the patient experienced bradycardia and hypotension, medication was administered. That evening there was a reoccurrence of the event, and the patient was hospitalized. The patient has since been discharged and is doing well. No devices will be returned as they all remain implanted.